Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph. Photographic evaluation noted a single staple with an off-b formation. The staple was noted to be on a surgical chart and not placed in tissue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had undergone laparoscopic right hemicolectomy that was converted to open surgery. The stapler was used to transect distal and proximal colon and anastomosis was done using the stapler. Stapler fired normally and staple line appeared complete and normal. Post operatively, it was noted that patient had signs of complications and anastomotic leak. Surgeon took the patient back to surgery for a laparotomy washout and excision of anastomotic site. Once opened, surgeon drained feces from the abdomen and on inspection the staple line at the anastomotic site had broken down for approximately 4cm of the staple line. Re-laparotomy procedure lasted for 5 hours. Extended incision was also noted. This was excised and colostomy created to divert colon. Patient stayed a total of 8 days in ICU. Patient passed away.